Event description:
In 2008, cath shows 99% prox lad. Lesion dilated with 2.75x15 flextome, then 2.5x23 cypher stent deployed at 20 atm for 15 sec. Final injection shows brisk distal flow with 0% residual stenosis. The next day, no complaint of chest pain post pci, but routine post procedure enzymes are elevated. Pt taken back to ccl for re-look. Cath reveals 99% subacute thrombosis of previously placed cypher stent. Stenosis dilated with 3.0x15 quantum maverick. After inflation, there is still a significant amount of thrombus. A thrombectomy is performed with angiojet. After thrombectomy, there is no residual thrombus, however, the diagonal branch adjacent to lad stent is occluded. Multiple attempts to enter the adjacent diagonal through the stent struts are unsuccessful. Final injection shows 0% residual stenosis, and no thrombus. Diagonal shows some late faint filling.